Event description:
Peg placement in 2003. Abdominal adapter to secure peg not placed properly. It was a two part adapter and only one piece was used. Endo manager notified in 2/03. There was subsequent slippage, peritoneal leakage, and an adverse outcome for the pt.